Event description:
Caller alleged imprecision with the imprecision meter. Complaint summary: date: (B)(6) 2013, imprecision inr results: 1.2 retest 1.9 (within a minute). Pt's therapeutic range is 2-3. Customer's operational techniques: customer was milking the finger after finger-stick in the attempt to collect sufficient blood sample. Customer did not use first drop of blood, and added multiple drops of blood.

Manufacturer narrative:
Pending investigation.